Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the emergency stop button was bumped during an epiretinal membrane surgery. The laser stopped intermittently throughout the procedure. The procedure was completed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer had accidently bumped the emergency stop button, which forced the laser module to shut down then reboot, and the reboot sequence was mistaken by the customer as the laser not staying on. The facility did not request service. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. The root cause of the reported event can be attributed to the customer mistaking the laser boot-up sequence as an issue. The manufacturer internal reference number is: (B)(4).